Event description:
It was reported that when the patient presented to the hospital for a routine follow-up, externalized conductors was observed under fluoroscopy. No electrical anomalies or noise were noted. There were no consequences to the patient. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.